Event description:
Following a catheterization procedure on a pt who had received reopro, an angio-seal device was placed and hemostasis was achieved. One hour post procedure the physician stated that the vessel "opened up", bleeding significantly. Manual pressure and a c clamp were used to maintain hemostasis. The pt was discharged two days later. To date, no additional sequelae has been reported.